Event description:
It was reported that during an unspecified procedure, the hydrophilic coating came off the zipwire hydrophilic guide wire. The lesion being treated was located in the renal artery. The customer did not feel that any of the coating remained in the pt. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported "normal".